Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h6: code 3191 used to capture surgical intervention and medical device removal. H11 corrected data: d11: disregard (B)(4), for unknown screws. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional product code: kwp; mni. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the surgeon put on a revision surgery where a broken rod was suspected in a t10-pelvis construct that was originally implanted on ''(B)(6) 201'' wherein a single 5.5x600mm rod was cut to make 2 rods. Once the construct was exposed, the rod was identified to be broken on both sides of the construct. A pseudoarthrosis was dictated as the reason for the hardware breakage. Eleven (11) expedium screws were removed (due to loosening caused by the pseudoarthrosis) and replaced with new rods and connectors. There were no patient consequences. Procedure outcome is unknown. Concomitant device reported: unknown set screws (part# unknown, lot# unknown, quantity unknown). This complaint involves twelve (12) devices. This report is for (1) mon rod, 5.5mm x 600mm, ti. This is report 1 of 10 for (B)(4). Related product complaint: (B)(4).